Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented to the clinic for a follow-up. Upon interrogation, the device exhibited intermittent ventricular capture. Sensing and impedance values were good. Subsequently, the physician repositioned the ventricular lead with good capture values. The patient's condition was good post-procedure.